Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to be insufficient insertion depth. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that backflow of blood was not observed from the drip hole when the assembly was inserted into the artery. The device was then removed and replaced with another angio-seal device after the guidewire was inserted; however, the same incident occurred with the second and the third device. Manual compression was applied to achieve hemostasis, and hemostasis was successfully achieved with manual compression only. The physician commented that it was difficult to know whether the mating was appropriate or not as it has to rely on the senses. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was 6 millimeters (mm). The event occurred intra-operative. The estimated blood loss was less than 250cc's. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. No equipment or other devices were used with the device involved.

Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy age & date of birth: requested, not available due to hospital policy patient sex: requested, not available due to hospital policy weight: requested, not available due to hospital policy ethnicity: requested, not available due to hospital policy race: requested, not available due to hospital policy implanted date: device was not implanted explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.